Manufacturer narrative:
Complete event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. It was noted that there were no hemodynamics displayed on the screen and the patient was to be transported soon. The pump was working and using ECG trigger. There was no flush line connected to the central lumen and its capped off. The patient had a radial arterial line, but the customer did not have the correct pressure cable. The customer was advised that without an arterial line the console will not be able to time properly. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Device available for eval? Corrected from "yes" to "no" the device will not been returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the additional information. Complaint record ID # (B)(4).

Event description:
N/a.